Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils, pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted ruby coils in the target vessel using the lantern. Next, the physician experienced resistance and was unable to advance a pod pc within its introducer sheath; therefore, the pod pc was removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.